Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has been experiencing low blood glucose levels. The patient reportedly woke up on (B)(4) 2012 with a blood glucose level of 4.4mmol/l, the patient reportedly felt poorly throughout the day. The patient's blood glucose level reportedly jumped to 23mmol/l and they were unsure why. The patient corrected with an insulin pen, and the patient's blood glucose level dropped to 2.4mmol/l. The patient's infusion site reportedly looked infected when removed. The patient's blood glucose level reportedly later dropped to 1.8mmol/l and the patient was feeling sick. The reporter indicated that a neighbor drove the patient to the hospital and they were in the emergency room. The patient was reportedly discharged from the hospital on (B)(6). The patient was reportedly fine while in the hospital, however, after arriving home the patient's blood glucose level dropped to 3.1mmol/l. The reporter believes that since the weather has been extremely hot it has been affecting the patient's blood glucose levels. The patient reportedly had another low blood glucose level of 2.4mmol/l recently which did not require hospitalization. This report is being made based on the allegation that the patient was hospitalized for low blood glucose levels while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the total daily dose history from (B)(4) 2013 to the end of pump use on (B)(4) 3012 indicated that insulin delivery totals correctly reflected programmed values. A review of the black box and alarm history found no errors or alarms related to the complaint. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.